Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an endoscopic carpal tunnel procedure as the surgeon went to use the ar-3350-2930, c-line carpal tunnel scope the view through the lens was very blurry and the scope would not focus. A replacement scope was not brought in. The surgeon then switched from an arthroscopic to an open procedure by making a larger incision.

Manufacturer narrative:
The evaluation determined that the reported event was caused by external residue on the device and visible internal debris (source unknown) at the distal tip.